Event description:
Tech alleged that the stretcher had brakes that would not hold. There was no pt impact.

Manufacturer narrative:
Tech replaced the brake casters and brake steer caster to resolve the issue.